Event description:
On 1/14/98 an erratic hemoglobin result of 8.65 g/dl was reported from the cell-dyn 3500 sl analyzer. According to the account, a flag was not given with the erratic result. The pt was subsequently transfused with 2 units of packed cells on 1/15/1998. Repeat testing of the sample generated a result of 11.2 g/dl. No report of serious injury.

Event description:
On 1/15/1998 an erratic hemoglobin result of 8/87 g/dl was reported, which was generated from the cell-dyn 3500 cs analyzer. The sample was retested and a result of 10.6 g/dl was given. Treatment was not given based upon the erratic reported result.